Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown and a review of the device history record cannot be performed.

Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was used in an enteral feeding device replacement procedure in 2006. According to the complainant, in 2008, some swelling was found around the stoma site and when the physician touched the patient, he appeared to be in pain. In 2006, when the patient was examined, the swelling remained the same. According to the complainant, the next day, the patient continued to be in pain, so the device was removed. When the device was examined after removal, it was observed that the balloon inflated unevenly. A new endovive low profile balloon replacements device was placed to complete the procedure. There were no further patient complications following replacement of the device. The patient's condition following the replacement was reported to be "good."